Event description:
It was alleged that during a gravity infusion, the set tubing was hard to regulate with a roller clamp. The nurse was checking out the infusion that had just set up and started. The nurse then noticed that the drop rate was increasing on the set, then the set went into a full flow with the roller clamp becoming wide open. There was no pt consequence.